Event description:
Sorin group received a report that the outlet port of the d733 arterial filter broke off during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d733 micro 40 ph.i.s.o. Arterial filter. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.